Event description:
It was reported that prior to implantation of the device, noise was intermittently detected. As the device position changed, the noise resolved. The noise could also have been caused by the testing electrode that was being used; but that was unclear. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.